Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope's tip brush exhibited foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
Additional information received on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Since the device was returned to olympus without completing reprocessing at the facility, the foreign material remained in the device. There was no deformation at the foreign material residue points. Reprocessing information: the customer did clean, disinfect, and sterilize the device before it was sent it to olympus. It is unknown if there was any delay in the start of precleaning or time lag between the end of clinical use and the start of precleaning. The customer did not aspirate the water through the instrument/suction channel. The customer did presoak the endoscope in the detergent solution. The customer did not wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in urf-v3 operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in urf-v3 reprocessing manual "chapter 5 reprocessing the endoscope". The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in urf-v3 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.